Event description:
It was reported that the procedure was to treat a fully occluded distal left anterior descending artery. The patient presented with angina and the lesion was pre-dilatated with a semi-compliant balloon. A 2.25x28mm xience alpine stent was deployed at 16 atmospheres. Fluoroscopy after stenting showed dissection at the distal end of the stent. Another 2.25x18mm xience alpine stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effects of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Na.